Event description:
A customer in (B)(6) notified biomérieux of (B)(6) results associated with bact/alert® fa plus culture bottles (reference (B)(4)). The customer reported final (B)(6) results, which were found to be (B)(6) by checking the bottom of the bottle to find a very yellow sensor. The bottle ids are arrbm2nx and arrbm77q both from lot 4050257. The bottles were in the instrument for ten (10) days in instrument 2a positions 11 and 13. The bottles were loaded on (B)(6) 2018 and unloaded on (B)(6) 2018. There were no instrument faults during the duration the bottles were in the instrument. There was another bottle on patient that did flag positive, so they knew the patient had positive blood cultures there was no abnormal delay, however the patient did expire. The patient was a hematology patient with acute myeloid leukemia. The patient was on vancomycin, bactrim, voriconazole (fungicide) and ciprofloxacin. A gram stain was performed which showed mold. Fa plus IFU does not make any claim for filamentous fungi, only bacteria and yeast. Isolates were requested from the customer. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: on 05jul2018 the customer reported when unloaded final negative bottles had very yellow sensors. The bottles were incubated for ten days. A backup file from the instrument was requested. On 11jul 2018 global customer service (gcs) extracted bottle histories and graphs. Both bottles were loaded on (B)(6) 2018, and unloaded on (B)(6) 2018. No instrument faults were identified during this time. The bottle readings were sent to biomath for feedback. On 12jul2018 the customer supplied answers to questions asked by gcs. Both bottles were on the same patient. The patient was on vancomycin, bactrim, voriconazole (fungicide) and ciprofloxacin. The blood samples were taken on (B)(6) 2018 about 22:30 and the bottles were introduced in bact/alert 3d on (B)(6) 2018 just before 10:00 am. All 6 bottles were collected on the date the patient arrived at the same time. Earlier tests on the patient also showed mold growth (fusarium species). On 13jul2018 results from biomath regarding the bottle readings were received. The algotool flagged both bottles negative. The growth is relatively slow. Information from the customer was received regarding the patient. The patient was a (B)(6) with acute myeloid leukemia who died. On 18jul2018 gcs requested the fusarium sample but the customer did not send it. Manufacturing directions (md) review on 16aug2018, review of the manufacturing directions (md) was conducted by the investigator at the (B)(6) facility. The review encompassed an evaluation of the filling lot fa plus lot 4050256, labeling and packaging (finished product fa plus lot 4050257) and processes and inspections. The review included a review of the complete bottle form, rack/stack inspection form, and packaging defect log. All inspections met attribute limits. Qc microbiology, biochemistry, and environmental monitoring (em)/ bioburden testing were performed on bact/alert fa plus lot 4050256 in accordance with release c methods. Growth performance testing was performed on each media bulk on bottles from fill line one and two. The following organisms were tested: c. Abicans, e. Faecalis, e. Coli, h. Influenzae, n. Meningitidis, p. Aeruginosa, s. Aureus, s. Epidermidis, s. Maltophilia, s. Agalactiae, s. Pneumoniae, and s. Pyogenes. The results met the specifications. Finished goods bact/alert® fa plus bottle, part number (p/n) 410851, lot number 4050257 met all release criteria, was reviewed by quality assurance (qa) and (B)(4) cases were released for distribution to the field on 02feb2018. Instructions for use (IFU) review bact/alert® fa plus IFU, 9312050e-2016-04 was reviewed by the investigator on 16aug2018. The IFU contains the following information relevant to this investigation: intended use bact/alert® fa plus culture bottles are used with the bact/alert® microbial detection system in qualitative procedures for recovery and detection of aerobic and facultative anaerobic microorganisms (bacteria and yeast) from blood and other normally sterile body fluids. Limitations of the test: many variables involved in blood culture testing cannot be practically controlled to provide total confidence that results obtained are due solely to proper or improper performance of any culture medium or detection system. 2. It is possible that certain rare, fastidious microorganisms will not grow or may grow slowly in the bact/alert fa plus culture bottle growth medium. In addition, on rare occasions, organisms may be encountered that grow in the bact/alert fa plus culture bottle growth medium but do not produce sufficient carbon dioxide to be determined positive. If rare, fastidious organisms requiring specialized media and culture conditions are suspected, alternative methods or extended incubation time should be considered for recovery. Procedural notes and precautions 2. Obtain blood samples prior to initiating antibiotic therapy. If this is not possible, draw blood immediately before administering the next antibiotic dose. Neutralization of antimicrobials: neutralization of antimicrobials by adsorbent polymeric beads varies depending upon dosage level and timing of specimen collection. Internal studies have demonstrated that antimicrobials are effectively neutralized by the bact/alert fa plus medium based on 100% recovery of the organisms tested. In these tests, antimicrobials were added in clinically relevant concentrations directly to culture bottles during inoculation with susceptible strains. The effectiveness of the antimicrobials was confirmed by parallel testing using a non-neutralizing medium as a control. Antimicrobials from the following categories were neutralized by the medium: penicillins, glycylcyclines, polyenes, macrolides, triazoles, echinocandins, cefazolin, cefoxitin, ceftaroline, aminoglycosides, fluoroquinolones, lincosamides, glycopeptides, and oxazolidinones. Product returns: no bottles were requested to be returned as a result of this investigation as the customer sub-cultured the inoculated bottles. An isolate was requested but not received. Product retains: visual inspection was not performed on retained bottle samples since the complaint was not about visual aspects of the product. Root cause analysis: on 21aug2018, a cross functional team (cft) comprised of global customer service, quality assurance, industrialization and research and development microbiology, met to brainstorm and determine root cause for the false negative results. The information in the complaint and the graphs provided by the customer were reviewed and discussed, as well as the information provided in the IFU and the results of the md review, and trending. No trends for false negative results for in bact/alert fa plus bottles were identified. The review of the md found the lot passed with no growth performance issues. The team reviewed the information and troubleshooting provided in the complaint by level I and level ii. The cft concluded that the bact/alert fa plus bottles have no claims for the recovery of molds and fusarium while being a mold is also considered a rare and fastidious microorganism. The instructions for use states that rare and fastidious microorganisms may grow slowly in the fa plus culture growth medium. The customer stated the patient was on antifungals but there is no information on when the treatment was administer and the samples were drawn. The customer knew the patient had fusarium as they incubated the bottle for 9.9 days. The IFU states alternative methods or extended incubation time should be considered for recovery. The root cause was determined to be a limitation of the bact/alert® fa plus bottle to recover the organism based on the organism type. Trend review: the complaint under investigation is the only complaint for fusarium in a bact/alert® fa plus bottle for complaints received in the past year.